Event description:
It was reported to st. Jude medical that during a follow-up, the physician was unable to communicate with the ICD. Several unsuccessful attempts were made to communication with the ICD. During explant, there was dificulty getting the leadwire out of the header. The header of the ICD had to be removed and the connector pulled out. An insulation break was observed. The ICD and lead were explanted.